Manufacturer narrative:
The device ro 09 005 has been inspected for investigation purpose. The tests performed confirmed that the hydraulic stabilisation system were not functional anymore. As repair, this part has been replaced. (B)(4).

Event description:
During a device test part of the preventive maintenance, it was identified that the hydraulic stabilisation system was non-functional and rubber part was missing. There was no patient involvement reported.